Event description:
The line was inserted into a femoral vein for continuous dialysis. The line was hubbed due to femoral placement. The securement wing of the line spins and isn't stationary on the catheter. It is a separate piece. The wing pulled away from the catheter and the line pulled out seven centimeters. This required removal and replacement of the line.